Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up in (B)(6) 2015. Upon device interrogation, the left ventricular lead exhibited unacceptable capture thresholds and loss of sensing. Chest x-ray revealed micro dislodgement. The lead was successfully repositioned on (B)(6) 2015. The patient was fine post procedure.